Event description:
It was reported that during revision of the atrial lead, the helix would not retract. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.